Manufacturer narrative:
The ge service rep performed an onsite investigation. The service rep replaced the left monitor and high voltage cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed burnt in images on the left monitor. No pt injury was reported.